Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was reported the patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome of this event was not reported. The action taken with dianeal therapy was not reported. Additional information was unable to be obtained.